Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic following a high voltage shock. Upon review, the right ventricular lead exhibited lead noise which resulted in an inappropriate shock. No other electrical anomalies were noted. The noise was not reproducible via isometrics. The lead was capped and replaced on (B)(6) 2018. The patient was in good and stable condition following the procedure.